Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of low blood glucose readings and damage from the insulin pump. The customer's blood glucose reading was down to 39 mg/dl and then 43 mg/dl. The customer stated that in the middle of the night, the basal rates were changed. The customer declined to troubleshoot for low readings. The customer also reported a crack on the screen of the pump. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with currents within specifications and passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. The insulin pump was program with a 2.0 unit basal rate and monitor basal profile completely. The insulin pump was program with multiple boluses; all boluses delivered completely. No unexpected unit changing settings on its own anomaly noted during our testing. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, broken reservoir tube lip, reservoir tube cracked and cracked reservoir tube window.